Event description:
It was reported that during equipment inspection conducted at the user facility, the delrin ball is missing from the latch mechanism of the aseptic housing which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress.

Event description:
It was reported that during equipment inspection conducted at the user facility that the delrin ball is missing from the latch mechanism of the aseptic housing which can cause the housings to open up and expose the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is missing, was not confirmed as the battery housing was not returned for evaluation. Device not returned.